Manufacturer narrative:
Additional information received: it was reported that no damage was noted to the packaging or delivery system during unboxing. The physician confirmed that there was no vessel calcification, thrombus, or tortuosity present that may have contributed to the deployment issue. The deployment steps were followed according to the instructions for use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusion: one still image was received for analysis. Image depicts the distal section of an endurant delivery system. The graft cover does not appear to have been retracted and the stent is still in place, however the reported deployment issues cannot be confirmed from the image. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the endovascular exclusion of a 55 mm abdominal aortic aneurysm, the blue handle on the rotating delivery system of the endurant bifurcated main stent did not deploy the stent, and the rapid deploy mechanism also failed. Multiple unsuccessful attempts were made to deploy the stent, after which the delivery system was withdrawn and replaced during the procedure. The procedure was completed by implanting a replacement bifurcated main stent. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis device received with the external slider and backend wheel in the home position. A bend was evident to the tip. Resistance was encountered when retracting the graft cover over the spindle, however the graft cover appeared to release and could then be advanced and retracted via rotating the external slider and engaging the trigger with with no issues noted. The backend wheel advanced forward with no issues noted. After advancing past the point of resistance the stent graft deployed with no issues noted. No deformation was evident to the ID of the graft cover or to the remainder of the device. The reported deployment/expansion issue could be confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.